Event description:
The recent download from a female patient revealed several "charge profile fault" and "converter error" flags. There were also numerous "service code" (29) flags. Support contacted the patient to replace the monitor.

Manufacturer narrative:
Device eval summary: device evaluations of the monitor has been completed. The reported problem was confirmed. The cause of the reported problem was that the monitor had a defective capacitor (c19). The capacitor was swelled out of its case. The root cause of the defective capacitor is unknown, but is a likely random component failure. A supplemental report will be sent once this analysis is completed. No adverse event resulted from the monitor failure. The patient received a replacement monitor.